Manufacturer narrative:
Received one 138114a in an unoriginal package. The lot number was not verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection using the esu system 7550 (c8406), the complaint was not confirmed. The device functioned as intended. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: use the lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. Inspect and test each device before use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the 138114a goldline, btn, hols, ext. Blade was being used on (B)(6) 2023 and ¿sparks from the electrometric unit caught fire on the gauze. Since there were no burns or other damage to the patient or medical staff, and the fire did not spread to other objects, the operation time was not extended.¿. There was no injury or impact to the patient or user. There was no report of medical/surgical intervention or prolonged hospitalization for the patient. The procedure was completed with ¿another pencil¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the 138114a goldline,btn,hols,ext.blade was being used on 11apr23 and ¿sparks from the electrometric unit caught fire on the gauze. Since there were no burns or other damage to the patient or medical staff, and the fire did not spread to other objects, the operation time was not extended.¿. There was no injury or impact to the patient or user. There was no report of medical/surgical intervention or prolonged hospitalization for the patient. The procedure was completed with ¿another pencil¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.